Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system was displaying a filament driver error and would not boot up. There is no report of death or serious injury associated with the complaint.